Event description:
The biomedical engineer (biomed) reported that a remote network station (rns) was getting sawtoothing for a few transmitters, even though the central nurse's station (cns) shows signal loss. The rns, the secondary monitoring device, was showing sawtoothing on the patient tile.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that a remote network station (rns) was giving sawtooth waveform for a few transmitters on the patient tile, even though the central nurse's station (cns) was showing signal loss. They rebooted the rns, cns, and orgs to attempt to resolve the issue. Investigation summary: the reboot resolved the cns issue, however the rns was still displaying sawtooth waveform. Follow up attempts with the customer were not responded to. The root cause is determined to be the facility's network environment. Because most network and communication loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction and, thus, do not warrant a corrective action. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Manufacturer narrative:
The biomedical engineer (biomed) reported that a remote network station (rns) was getting saw-toothing for a few transmitters, even though the central nurse's station (cns) shows signal loss. The rns, the secondary monitoring device, was showing saw-toothing on the patient tile. They tested out the cns and rns by having a telemetry transmitter deliberately move out of range of the antennas to get signal loss. Then they see that sometimes the cns will say signal loss and other times the tile will remain empty. While the rns gives them a saw-tooth waveforms. Later they provided nihon kohden technical support (tech support) a picture of the remote network station (rns) screen, and tech support saw the saw-toothing, but it also said signal loss as well. The biomed also mentioned that the central nurse's station (cns) will not always show signal loss and sometimes the tiles will be blank, and not show anything. Tech support recommended that they reboot the multiple patient receivers (orgs), rns, and cns to see if it will help resolve the issue. The customer later stated after they were able to reboot the rns, cns, and orgs. It resolved the issue of the cns sometimes not showing signal loss. However, the rns is still showing saw-toothing. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (biomed) reported that a remote network station (rns) was getting saw toothing for a few transmitters, even though the central nurse's station (cns) shows signal loss. The rns, the secondary monitoring device, was showing saw toothing on the patient tile. They tested out the cns and rns by having a telemetry transmitter deliberately move out of range of the antennas to get signal loss. Then they see that sometimes the cns will say signal loss, and other times the tile will remain empty. While the rns gives them a sawtooth waveforms. Later they provided nihon kohden technical support (tech support) a picture of the remote network station (rns) screen, and tech support saw the saw toothing, but it also said signal loss as well. The biomed also mentioned that the central nurse's station (cns) will not always show signal loss and sometimes the tiles will be blank and not show anything. Tech support recommended that they reboot the multiple patient receivers (orgs), rns, and cns to see if it will help resolve the issue. The customer later stated after they were able to reboot the rns, cns, and orgs. It resolved the issue of the cns sometimes not showing signal loss. However, the rns is still showing saw toothing. No patient harm was reported.